Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they had a fall in the middle of may. They were unsure if they may have damaged/moved the lead, stating they just noticed it wasn't working, regarding the ins. The mentioned the ins wasn't working, so the patient got the patient programmer out and experienced poor communication. They believed their ins battery may be depleted. They mentioned the therapy was really not doing anything and they wanted to have the device removed. They were requesting healthcare provider listings. It was attempted to clarify it not working to mean return of symptoms, but the patient stated they could just tell it wasn't working. No further complications were reported or anticipated.